Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/30/2023, it was reported by an arthrex employee via email that an ar-1588rt acl tightrope rt white suture broke during tensioning. Everything was removed and the case was completed using a new ar-1588rt acl tightrope rt. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-1588rt was received for investigation. The returned device was visually inspected, and noted that the white suture was broken. The blue suture arrived separated from the button. Functional testing was not conducted due to the damage to the device. The most likely cause can be attributed to use error, as the broken suture can be caused by pulling or adjusting the strands along a sharp or rough edge.